Event description:
It has been reported to philips that there was an issue with the system's host pc that would prevent the device to properly boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, this complaint is regarding a general dissatisfaction of the customer with the frequent issues experienced with the system's host pc, ippc and hard disc. These issues have been addressed in previously reported complaints (B)(4). No new occurrence of this issue has been identified in this complaint, which is a general customer dissatisfaction. The ippc image hard disk was replaced in reported complaint tw (B)(4). After the replacement, the system was returned to use in good working order and to date there has been no reoccurrence of the reported issues. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This is a general dissatisfaction, not concerning a specific clinical occurrence. Therefore, this complaint was re-evaluated as non-reportable.